Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a red alert was received as this implantable cardioverter defibrillator (ICD) was programmed to ventricular tachy mode set to value other than monitor plus therapy. Additional information was received indicating that the physician had done the interrogation and programmed the device accordingly in which the field representative was not involved. To date, this ICD remains in service. No adverse patient effects were reported.